Event description:
It was reported that a white particle was found floating in a small volume intermate. This was observed after compounding with an unspecified amount of colistimethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 24, 2014 ¿ november 26, 2014. The device was received for evaluation. Visual inspection revealed white, floating particulate matter inside of the device. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.